Manufacturer narrative:
The device was not evaluated because it is an implantable device that is still implanted. If any additional information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Device is still implanted.

Event description:
It was reported that on (B)(6) 2018 that 30 minutes after the subchondroplasty of the talus the patient started an anaphylactic reaction (generalized urticarial with angioedema), bradycardic. The patient was responsive to treatment for the allergic reaction. Reoccurrence of symptoms occurred 13 hours later. The event prolonged the hospitalization for the patient.